Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample, serial number, or device logs were provided. Further investigation of the complaint is not possible without a sample and/or device logs. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: the pump was administering a fentanyl infusion at a rate of 250 mcg/hr but consistently triggered high down pressure alarms. The infusion line was disconnected, flushed, and reattached to the stopcock, ensuring it was in the open position. Despite increasing the pump pressure to 9, the high-pressure alarms continued to occur. The line was examined for air bubbles or blockages, successfully primed, yet the alarms persisted. A new line was attempted, but the problem remained unresolved. Ultimately, switching to a new pump rectified the issue. Throughout this process, the patient was also receiving norepinephrine at 0.1 mcg/kg/min, vasopressin at 2.4 units/hr, epinephrine at 0.04 mcg/kg/min, dopamine at 5 mcg/kg/min, propofol at 4 mg/kg/hr, a bolus, and a kcl sliding scale.